Event description:
The consumer was sitting in class at school when the chair allegedly surged forward and ran into a table, causing her to break her leg.

Manufacturer narrative:
History or similar events would suggest an inadvertent, accidental engagement of joystick. Malfunction not confirmed. If device is returned and additional information is received, a follow up MDR will be assessed.